Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in field b5. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that unspecified foreign material could not be removed due to leakage at the scope cover and up/down and right/left angulation control knobs. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material in the jet tube and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.